Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for post laminectomy pain. It was reported the patient's implantable neurostimulator (ins) was explanted due to ineffective pain relief/ therapy. There were no issues with the therapy. Coverage was good, but the patient didn't get pain relief after some time. Diagnostics/troubleshooting performed as well as interventions/actions taken to resolve the issue included reprogramming. The issue was noted to be resolved at the time of the report. The patient's status at the time of the report was alive with no injury. Additional information from the healthcare provider (hcp) reported the patient first started experiencing signs and symptoms related to the lack of pain relief over six months ago. Symptoms related to the patient's lack of pain relief included increased pain and achiness. The patient also had difficulty charging. The patient met with a rep to try and change settings and charge the spinal cord stimulator several times. The cause of the lack of pain relief was not determined. The ins was removed and there was no change in symptoms. If additional information is received, a follow-up report will be sent.